Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that patient (B)(6), located in room (B)(6), did not appear in the pyxis system for several days. Consequently, medications were being dispensed directly from the pharmacy. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device patient dose did not appear in the pyxis. A technical support specialist (tss) found that the patient did not appear in pyxis because the patient was registered as pre-admit in medstation and was discharged. As a result, the staff had to obtain the medication directly from the pharmacy. The tss stated that the admission team should register the patient through adt as per the system design to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.